Event description:
Medtronic physio-control is investigating the occurrence of a fault code during production testing. When the fault code occurs, the device fails to charge, requiring the operator to cycle power before continuing use of the device. There have been no patient related events reported that are related to the reported event.